Event description:
It was reported per field service report symptom - "while moving through receiving emergency room (ER) intra-aortic balloon pump (iabp) tracings lost with pump to idle." Unable to generate tracings or pump. Rebooted displayed screen, several pop ups appeared; less than 20 minutes on battery, less than 10 minutes on battery/cpu (central processing unit) failure. Placed pump on 110 v and continued pumping. No effect to patient. Findings/action taken: the unit alarmed with "less than 20 minutes on battery" after 15 minutes of pumping on dc with fully charged battery. Unit alarmed again 2 minutes later with "less than 10 minutes on battery" message, then 1 minute later. The unit's display turned white and then powered off. Biomed was unable to duplicate "cpu failure" message. The pump was in specification when measuring the power supply voltages. Replaced battery and power cord as a precaution. Unit passed functional check out. The pump is back in service. There was no report of patient death or injury. No medical/surgical intervention was required. The patient outcome is no complication to the patient. An update received on (B)(6) 2012 per the field service representative (fsr) stated the customer had an issue with the new pump while on transport. After speaking with biomed, it was thought that the problem may have been the power cord was not completely plugged into the pump. An fsr is going there this morning to do a complete checkout and battery test. Further updated information received on (B)(6) 2012 from the sales representative stated that per fsr, the patient did not suffer any complications as a result of the delay of therapy. The therapy was delayed only a few minutes while they got another pump from the receiving institution. The pump failed while on site of the receiving institution while transporting through the emergency room. The sales representative received a call back from the biomed. The biomed stated that the fsr had already come and gone, replaced the battery and upon testing the battery after the iabp had been plugged in all night, did not hold a charge. The biomed would like the battery to be looked at by product performance/engineering. The biomed is also considering replacing batteries on the iabp's on a more frequent basis.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.